Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres within several seconds and the rupture was noted near the blade part. The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient in good condition after the procedure.